Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. Qc was acceptable. The maintenance of the instrument was up to date. The field service engineer found that the probe was occluded. He replaced the probe and checked the alignments. Precision studies were performed and they were within specifications. The service actions (replacing the probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Initial result: 19 mg/dl. Repeat result: 127 mg/dl (tested on another c503). The repeat result was deemed to be correct.